Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, non-tortuous left femoral artery. A 7x80mm absolute pro self-expanding stent system (sess) thumb wheel faced resistance turning during deployment, which created an unusual noise. The stent was successfully deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.